Manufacturer narrative:
An event of a femoral artery pseudoaneurysm was reported. The patient had a medical history of hypertension. A returned device assessment, to see if there was any damage or anomalies which could have contributed to or caused damage at the access site could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003 - vantage ide study. (B)(4) ((B)(4)). It was reported that on (B)(6) 2023, a 25mm navitor valve was successfully implanted in a patient using an 18f flexnav delivery system with an implant depth of 3mm. A small right common femoral artery pseudoaneurysm was noted on the access site; femstop applied. New left bundle branch block was also observed, however no treatment was required. The patient was reported to be in stable condition. No additional information was provided.